Event description:
It was reported the light source had no image. The issue occurred during preparation for use for a diagnostic, upper gastrointestinal endoscopy procedure. The procedure was completed using a similar device there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the low-voltage differential signal board. Additionally, the cause of the failure is thought to have been caused by stress from heat and humidity affecting the circuit board. Olympus will continue to monitor field performance for this device.